Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose levels up to 25.4 mmol/l. During troubleshooting, the insulin pump failed the high pressure test. The device failed to alarm no delivery. The customer was advised that the insulin pump would be replaced but did not return the device for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. The pump had minor scratches on the display window, a scratched case, cracked battery tube threads, a scratched reservoir tube window and a stained end cap sticker. The drive support disk was inspected and no anomaly was noted.